Manufacturer narrative:
Complaint conclusion: as reported, the white advancer tube of a 6/7f mynxgrip vascular closure device (vcd) was absent upon deployment of the device. Hemostasis was achieved by manual compression for twenty minutes. There was no reported patient injury. The user shuttled down completely without significant resistance or the application of unusual force when retracting the non-cordis sheath. A non-cordis sheath was used. The femoral artery's suitability was verified on angiography, including the insertion angle of the non-cordis vascular sheath introducer (30-45 degrees), and the vessel diameter was confirmed to be greater than or equal to 5 mm. There was no vessel tortuosity, and no presence of calcium in the vicinity of the puncture site. The mynx vcd was used in a diagnostic procedure and used a retrograde approach. The deployer was a trained user of the mynx device. Additional information was requested but not provided. A non-sterile mynxgrip vascular closure 6/7f device involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that the shuttle was engaged with the black handle and the stopcock was in the open position. However, the advancer tube, reported as ¿absent,¿ was returned along with the sealant in the deployment position. Additionally, the procedural sheath used in the procedure was not returned inserted in the shuttle. A functional analysis was partially executed, completing the removal of the sealant and advancer tube that were already deployed. The reported event of ¿advancer tube-missing advancer tube¿ was not confirmed through analysis of the returned device since it was found on the device. The exact cause of the issue experienced could not be conclusively determined during analysis of the returned device. Based on the information available for review and the product analysis, it is difficult to determine what factors may have contributed to the issue experienced since the device was received with the advancer tube present on the device and in the deployed position. However, procedural/handling factors (such as an incomplete shuttling down of the shuttle even though the user reported shuttling down completely) and/or the condition of the procedural sheath (which was not returned for analysis) possibly contributed to the issue experienced. According to the instructions for use (IFU), which is not intended as a mitigation, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ it should be noted that if the shuttle is not advanced until the advancer tube is engaged to the proximal tamp lock (definitive stop), this will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, resulting in the sealant/advancer tube failing to deploy, which can be mistaken as a missing advancer tube. Neither the product analysis, nor the information available for review suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the white advancer tube of a 6/7f mynxgrip vascular closure device (vcd) was absent upon deployment of the device. Hemostasis was achieved by manual compression for twenty minutes. There was no reported patient injury. The user shuttled down completely without significant resistance or the application of unusual force when retracting the non-cordis sheath. A non-cordis sheath was used. The femoral artery's suitability was verified on angiography, including the insertion angle of the non-cordis vascular sheath introducer (30-45 degrees), and the vessel diameter was confirmed to be greater than or equal to 5 mm. There was no vessel tortuosity, and no presence of calcium in the vicinity of the puncture site. The mynx vcd was used in a diagnostic procedure and used a retrograde approach. The deployer was a trained user of the mynx device. Additional information was requested but not provided. The device will be returned for evaluation.